Event description:
It was reported that a pt underwent an x-stop procedure in (B)(6) 2009. The physician advised that the device did not function as intended and removed the device in (B)(6) 2009. No other info was provided.

Manufacturer narrative:
Method - device not returned.